Manufacturer narrative:
(B)(4). The device has been received and an investigation is pending. A f/u report will be submitted once the investigation has been completed.

Event description:
Customer reported back flow from the secondary (antibiotic) into the primary fluid. There was no pt harm and no medical intervention was required. No additional event or pt info was provided by the user.